Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. Device was not returned yet.

Event description:
It was reported to vyaire medical that there was a volume issue on the ltv 1150 ventilator. It was confirmed by the customer that the volume was low. Moreover, the flow rate was off. There is no information of patient involvement associated with the event as of this time.